Event description:
It was reported per field service report: pump was on pt: symptom - confirmed blood backup to water bottle. Findings/action taken: replaced pump assembly, interface block, water bottle and tubing. Passed functional check. Parts will not be returned, disposed of at hospital in biohazard bag.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.